Event description:
Per the clinic, the patient experienced a seroma/haematoma and subsequently underwent needle drainage of the wound.

Manufacturer narrative:
This report is submitted on september 19, 2022.